Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing with periods of no output during pocket manipulation at the time of implant. The physician elected not to implant the ipg. A new ipg was successfully implanted.